Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure stent dislodgement occurred. The lesion being treated was located in the tortuous and calcified circumflex artery the physician was attempting to deliver the 5.00x20mm veriflex stent and the physician was unable to cross the lesion. An attempt was made to retrieve the stent back into the guide catheter when the stent came off of the delivery system. The physician was able to go in with a snare successfully and remove it from the patient's body. There were no further reported complications and the patient status is o.k.

Manufacturer narrative:
(B)(4).device is a combination product.device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).